Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments and provided x-ray were analyzed. The insulation was found abraded through 19.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate shocks. Should additional information be received, this file will be updated.